Event description:
The patient was being positioned on the surgical bed when the certified registered nurse anesthetist noticed that smoke was coming from the power outlet on the bed. The patient's stretcher was immediately brought back into the room and the patient was positioned back onto the stretcher. The surgical bed was then taken out of the operating room and a new bed was brought into the operating room.